Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic after receiving a notification due to high, out of range high voltage lead impedance. The lead was tested in clinic and out of range measurement was not able to be reproduced. The patient will continue to be monitored remotely.